Event description:
During the inspection of a returned loaner evis exera iii video system center, it was discovered that the printed circuit board was failing, and causing no image to appear. This event had no patient involvement.

Manufacturer narrative:
As noted in describe event or problem, this event was discovered during the inspection of a returned loaner device. In addition to the no image appearing due to the failed printed circuit board, it was also noted that the top cover and bottom chassis were corroded. The front panel was faded and the rear panel was stained. Moisture stains and corrosion were found on the connector pins and the main switch housing was cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 26 january 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board/patient board set could not be identified. However, it¿s likely the cause is related to a faulty operational amplifier. The reported device had been manufactured before the counter measure was taken of changing the design of operational amplifier circuit in dr board (printed circuit board). It was confirmed that the design change of the dr board was conducted on april 16, 2018. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.